Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon performed a revision of patient's left knee due to failure of the rotating component.

Manufacturer narrative:
An event regarding fracture involving an unknown rotating component was reported. The event was confirmed. Device evaluation and results: no device was returned, however four pictures were included. These images show the post of the tibial bearing component appears to have fractured off. It can also be seen that the plate itself has fractured.. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: pictures attached show the post of the tibial bearing component appears to have fractured and the plate itself is also fractured. It should be noted that the device remained implanted for 15 years. The exact cause of the event could not be determined due to insufficient information received. Further information such as product return, product details (catalog and lot codes), operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a revision of patient's left knee due to failure of the rotating component.